Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a lead revision. The lead was observed to have high lead impedance. The lead was capped and replaced with a new lead. The patient was doing well and continued to be monitored.